Manufacturer narrative:
No product was received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. However, the complaints are monitored closely for a forming trend and reported to management on a monthly basis. A corrective action is ongoing- where all relevant documentation about findings and actions are stated.

Event description:
According to the information received, product not extending all the way. End user stated that because she did not have any more catheters, she then tried to pull one out with her teeth and somehow damaged her teeth. She was not able to get the catheters to fully extend. I do not know the extent of the damage to her teeth.